Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No unexpected restart, audio/beep anomaly, or low reservoir alarm noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window noted. Unable to confirm the broken belt clip due to the pump being received without a belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the insulin pump went blank display even with replacement battery cap. The customer stated that they had a constant tone. The insulin pump will be returned for analysis.